Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), clinical staff reported intermittent qrs tone/dropout and inconsistent r-wave sensing. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5 and h6 (medical device problem code) updated. The device was not returned to zoll medical corporation for evaluation. However, the customer provided the data files and video for review. The customer's report could not be confirmed. During investigation it was found that the qrs detection was affected by electrical interference. The issue is due to qrs detection blinding, where the device temporarily suspends detection in the presence of electrical noise (e.g., pacemaker spikes or emi). Normally set at 40 milliseconds, the blinding interval extended to 160 miliseconds due to high noise. This is an intentional feature to avoid false-positive detections. The device was operating as expected. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device provided unreliable audible heart rate/ pulse rate tones. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.